Event description:
The finetuner echo was returned to service and repair for repair. The user reported that the finetuner echo was not functioning. No injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The finetuner echo was returned to service and repair for repair. The user reported that the finetuner echo was not functioning. No injury has been reported.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service repair because of malfunctioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. Also, another component was missing from the circuit board. No injury was reported. This is a final report.